Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with the tamper seal missing, lens damage and a loose sensor. Accuracy testing was performed to check the issue of a failed accuracy. The reported issue was not confirmed and could not be duplicated. It's possible that the loose sensor could have affected the final volume, but this has not been confirmed to be the reason. The loose sensor was secured.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed an accuracy check. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
The customer's email address reported previously has been corrected.